Event description:
Patient reported obtaining back-to-back blood glucose result of 30 mg/dl and 62 mg/dl, while using the suspect product. Patient indicated that he switched to a different strip vial, immediately restested, and obtained a result of 133 mg/dl. Then days later, patient reportedly performed additional back-to-back tests, using the suspect product, with results of 20mg/dl and 51 mg/dl. Again, patient switched to a different strip vial and immediately restested blood glucose with a result of 95 mg/dl. Patient noted that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.